Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Add'l pro code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the pfna-ii blade in question was inserted in femoral head during the surgery, but the doctor extracted the blade because the blade could not be locked. Even as the doctor made several attempted to do, the circumstance could not be changed. Therefore the doctor put another blade of same size from another consignment kit and the surgery ended without any trouble. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system . Placeholder

Manufacturer narrative:
Product development evaluation concluded: the tip of the proximal femoral nail anti-rotation (pfna) blade must rotate freely after attaching it to the impactor. During blade insertion, it must be ensured that the sleeve assembly clicks into the aiming arm; otherwise it will not guarantee the exact position of the pfna blade. Inserting the blade to the stop it is important, as the impactor must click into the protection sleeve.